Manufacturer narrative:
Evaluation summary: no physical damage was found on the customer's pump upon initial inspection. Multiple "high pressure" messages were identified in the pump's event log. The customer's reported problem regarding "occlusion seal bubbling" was verified as a bubble was found visible on the downstream sensor's seal during the visual inspection. Flow testing revealed the pump was overdelivering the control limit specification of +/- 3%, but well within the published specification of +/- 6%. Based on these investigation results, the downstream occlusion sensor was replaced and the pump's expulsor was trimmed in order to bring delivery into a more nominal range. The device history record was reviewed and found to be in compliance and no manufacturing or testing issues were found. Therefore, the customer's reported problem was verified, but a root cause was not found.

Event description:
User facility requested repair of an ambulatory infusion pump due to bubbling of the occlusion sensor seal and delivery accuracy issues. No patient details were provided.